Manufacturer narrative:
Additional information was received for the peritonitis event and an update to the cause was reported. The cause of peritonitis was intestinal obstruction. As the event of peritonitis was attributed to the intestinal obstruction, the baxter devices are no longer suspect products to have contributed to the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Study title: (B)(6). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis. Protocol number: 8339-001. Site number: 007. Subject number: 023. Study sponsor: baxter clinical. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever, turbid pd fluid, weakness, dizziness, chest tightness, suffocation and pericardial pain. The cause of the peritonitis was not reported. The same day patient was hospitalized for the peritonitis event and another indication. The same day as hospitalization, the patient was treated with intraperitoneal injection of aztreonam ( 2 gm, once a day) and intraperitoneal vancomycin hydrochloride (0.5 gm, once a day) for peritonitis. Ten days later, treatment with aztreonam and vancomycin hydrochloride was discontinued. During hospitalization, the patient was treated with unspecified anti-infection, detoxicating in tcm (traditional chinese medicine, further details not specified). Eleven days after hospitalization, the patient was treated with intraperitoneal injection of meropenem (1 gm, once a day) for peritonitis. Two days later, treatment with meropenem was discontinued. The following day, treatment with meropenem was restarted (1 gm, twice a day for 12 days). The following day the frequency was decreased to once daily and two days later treatment with meropenem was discontinued. The same day, the patient was discharged from the hospital and was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.